Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds due to a lead dislodgement. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds due to a lead dislodgement. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this ra lead was subsequently explanted and replaced due to a dislodgement and low amplitude. No additional adverse patient effects were reported. This lead has not been returned.